Event description:
It was reported that during use, the left ventricular (lv) lead was electrically abandoned due to increased and sudden threshold rise and failure to capture, and remains in the patient. Patient physiology was noted as contributing factor. No patient complications have been reported as a result of this event. The patient is a participant in the product (B)(6) clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.